Event description:
D.p.m. Performing bunionectomy, using small wire passer- decided a larger wirepasser was needed- doctor removed small wire passer from drill & replaced it with a mid-sized wire passer- operation completed. (Used wire pasers discarded as disposable items) on post-op follow-up office visit x-ray ws taken of patient's foot which revealed a foreign body ( identified by dr. As tip end of small wire passer.) Patient scheduled for surgery to remove foreign bodyt from foot--tip end of wire passer retreived, approx. 1/2" longdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was destroyed/disposed of.